Manufacturer narrative:
The following lot numbers are being reported in this report: 18a003, 18b026. Two single use devices were received for evaluation. Visual inspection of both devices revealed that the bladder was ruptured. Microscopic inspection was performed to identify any issues that could have caused the rupture. No signs of abnormality were observed. The reported condition was verified for both received devices. The cause of the condition was not determined. A nonconformance has been opened to address this issue. A batch review was conducted for both reported lot numbers and there were no deviations found related to this reported condition during the manufacture of either lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 2 </noe> malfunction events. It was reported the bladders of two small volume folfusors ruptured during filling with fluorouracil. No patients were involved. No additional information is available.